Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo distal left anterior descending artery that was 30% stenosed. Pre-dilatation was performed with an unspecified balloon catheter. A 2.75 x 23 mm xience xpedition stent was implanted when a dissection occurred. The dissection was treated with an unspecified stent and post-dilatation was performed with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.